Event description:
Additional information was provided that there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned advanced to the nozzle entry area of a qualified cartridge. Viscoelastic is observed in the cartridge. The lens and haptic position are acceptable for advancement. No lens damage is observed. The cartridge has evidence of placement into a handpiece. The returned sample does not match the reported complaint. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The lens and haptics are properly folded for advancement. No lens or cartridge damage was observed. It is unclear if the wrong sample was returned or if the wrong complaint information was provided. The reporter has not responded to follow up requests. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens was damaged in the cartridge. The lens was cut out of eye and replaced with a new one. Additional information has been requested.